Event description:
It was reported that a pump alarm was heard but had not yet been confirmed by telemetry. The patient had moved to a different state and had not established care with another physician prior to the move. The patient had no one to fill the pump. The patient experienced increased pain and a managing physician was to be established. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n130840, implanted: 2008-(B)(6), product type accessory, product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the pump had been empty, out of pain medicine in pump for over 4 weeks (since last reported event). Drug in the pump was morphine. Patient was trying to establish care with a healthcare provider.